Event description:
It was reported the patient began experiencing vomiting and a fever on (B)(6) 2014 as well as her scs ipg site being swollen. The patient met with her physician the following day regarding a possible infection at her scs ipg site, but no redness or drainage was noted. The patient's fever and vomiting had resolved. The patient was prescribed antibiotics and will continue to follow-up with her physician to determine the next course of action to address the issue.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.